Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms) has been confirmed. As received, the electrode belt failed incoming functionality testing, specifically a therapy electrode recognition test. The cause for the test failure and the reported alarms was isolated to an open pulse wire in the cable connecting the distribution node (dn) and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned a patient's electrode belt and reported that it was causing frequent arrhythmia alarms.